Manufacturer narrative:
On (B)(6) 2018: it was reported the customer received an additional altitude alarm. Bg level was not impacted. The customer successfully cleared the alarm and resumed insulin deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple altitude alarms occurred. The customer cleared the alarms, resumed insulin deliveries and additional altitude alarms were received. Blood glucose (bg) level was 226 mg/dl. Tandem technical support educated the customer in common causes of altitude alarms(exposure to condensation, humidity, water or if the vents on the back of the pump are clogged).